Event description:
Medical affairs has been unable to speak to patient and will be sending a letter to obtain more clinical information. Based on the information provided, this case is being reported as a strip malfunction. Patient called alleging that the test strips seem to have a red substance on the confirmation area. Patient is unable/unwilling to answer if the test strips have been opened longer than the expiration date. Patient did not seek medical attention or call md. Customer service sent patient replacement supplies.